Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock lead impedance measurements until it was high out of range at around 125 ohms. No adverse patient effects were reported. Currently this lead remains in service. According to additional information, this lead was extracted and replaced with a new rv lead. No additional adverse patient effects were reported. This product is expected to be returned for further investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination of the lead noted calcification of body fluids on the distal shocking coil and outer insulation. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were electrically open indicating a fracture or broken conductor. Analysis determined that the increased impedance measurements may have been impacted by the calcification of body fluids on the lead body. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock lead impedance measurements until it was high out of range at around 125 ohms. No adverse patient effects were reported. Currently this lead remains in service. According to additional information, this lead was extracted and replaced with a new rv lead. No additional adverse patient effects were reported. This product is expected to be returned for further investigation.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock lead impedance measurements until it was high out of range at around 125 ohms. No adverse patient effects were reported. Currently this lead remains in service.